Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The battery had fallen from 37% to 16% over a three-month period. A request was made to have data from this device analyzed. The data analysis noted the battery appeared to be depleting more quickly than expected. A device replacement was recommended. Additional information was received confirming the explant of this device. No adverse patient effects were reported. Additional information was received indicating the s-ICD delivered several inappropriate shocks since explant. The patient reported pain at the time of the inappropriate shocks. The s-ICD system was explanted but has not yet been returned for analysis. No additional adverse patient effects were reported.